Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited a single high out of range pacing impedance measurement greater than 2,000 ohms. Subsequent measurements were noted to be within normal limits in the 475 ohms range. Technical services (ts) discussed potential causes related to the lead to device header connections. Monitoring will be continued at this time. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited a single high out of range pacing impedance measurement greater than 2,000 ohms. Subsequent measurements were noted to be within normal limits in the 475 ohms range. Technical services (ts) discussed potential causes related to the lead to device header connections. Monitoring will be continued at this time. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.